Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 row b was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 row b was not detected on bus. A field service engineer arrived onsite and found that main drawer 3.2 row b cubies were failed and would not recover. The drawer was disassembled and reassembled internally, with no issues identified. All rear drawer connections were then reseated. The retractor band was replaced due to physical wear and concern for cable safety. After replacement of the retractor band, all cubies began functioning normally. The customer was asked to log in and verify operation and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.